Event description:
It was reported that during a mpfl surgery with two 4.75 swivelock, fibertape and tightrope rt the fibertape pulled out from one of the swivelock anchors in the patella. The surgeon used larger screws in the patella, a screw in the femur and synthetic graft. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device with the part number ar-1555bc. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.